Event description:
It was reported that delivery of an unknown drug stopped in an infusor during patient use at the hospital. The customer did not force prime and the flow was not confirmed before connecting the infusor to the patient. There was patient involvement; however, there was no patient injury or medical intervention associated with the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluated. During evaluation, the flow was readily observed at the male luer and continued to flow without stopping. Flow was also observed when the button on a connected patient control module was pushed. No evidence of a flow problem was observed from the device during the functional test. There were no abnormalities observed from the returned device. Based on the evaluation findings, the reported issue was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.